Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to multisystem organ failure could not be conclusively determined through this evaluation. The report of low flow alarms was confirmed via an onsite evaluation by an abbott clinical specialist. A specific cause for these alarms could not be conclusively determined through this evaluation; however, it was reported that they were due to poor right ventricular function and renal failure. A direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. It was reported that the patient was implanted on (B)(6) 2020 and recovered in an expected way hemodynamically; however, the patient suffered from a severe postoperative delirium. A renal failure requiring dialysis was developed, and it had not recovered as of (B)(6) 2020. The patient¿s right ventricular function was already poor prior to implant, and it had not recovered in an appropriate way despite all efforts. Regular low flows were occurring as a result of this situation. It was noted that the events were not related to the device or therapy, and there were no adverse consequences for the patient. The clinic requested an upgrade of one of the patient¿s controllers due to the medical situation of a re-tracheotomy, renal dysfunction with dialysis, and poor right ventricular function. The low flow software was installed on hsc-087063 by the clinical specialist on (B)(6) 2020. The software label was applied on the controller, and the patient and clinical staff were given copies of the low flow alarm guides. It was later reported that the patient did not recover from the organ situation, and there were no further options for therapy optimization. The patient expired on (B)(6) 2020 due to progressive multi system organ failure. The patient¿s outcome was not device or therapy related. No autopsy was performed, and the device was not explanted. (B)(4) would not be returned, and there is no product available for investigation. The heartmate 3 lvas IFU lists right heart failure, renal dysfunction, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through that the patient expired due to multi-system organ failure (mof). It was reported the patient did not recover from the renal failure and poor right ventricular function they previously experienced. No further options for therapy optimization. The progressive mof was related to the outcome in the end. It was reported the outcome was not device or therapy related. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.